Event description:
Neonatal nurse practitioner (nnp) called to bedside to assess left arm with a-line [arterial line]. Mottling noted throughout arm, chest, and back along with decreased perfusion to hand. A-line removed. Ultrasounds obtained of lue [left upper extremity] and hus [head ultrasound]. Large amount of air emboli noted on hus. Patient with worsening lactate acidosis after receiving medications and intubation. Repeat hus, CT, and MRI with extensive brain injury.